Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient lost effective therapy and was unable to enter MRI mode due to high impedances on lead. Surgical intervention was undertaken wherein the system was explanted to address the issue.